Manufacturer narrative:
The device will not been returned. However, a non-visual investigation was carried out and the results are as follows: device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed: there was no stock product available for review. Returned sample: there was no parts returned for investigation. Root cause: failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes mentioned below. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration.

Manufacturer narrative:
The device was received, and the evaluation is anticipated; however, not yet begun. The device history review is in progress. Once the investigation is complete, a follow-up report will be submitted.

Event description:
It was reported that a patient had an implant fail after the clinical procedure. The patient reported pain. {reference 3011649314-2017-00062}.